Event description:
Follow-up identified surgery took place wherein the ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs charging system was unable to locate their ipg. Reportedly, the patient was last able to recharge on (B)(6) 2018. Replacement of the charging system did not resolve the issue. As such, stimulation was lost on (B)(6) 2018. Follow-up identified the patient programmer displayed an error message. Troubleshooting with 3 additional chargers and a second patient programmer was attempted to no avail.. Subsequently, the ipg was deemed inoperable. As a result, surgical intervention may be undertaken at a future date to address the issue.